Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an ipg explant procedure. No further information could be obtained.